Event description:
It was reported that post-implant, after wound closure, the atrial lead was not capturing. The lead was further tested, but there continued to be no capture. It was subsequently explanted and replaced with a different atrial lead. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed.